Event description:
It was reported the pt has fallen multiple times. It was also reported the pt is no longer receiving stimulation. An impedance check was performed and revealed invalid contacts. X-rays were taken and the lead was found to be fractured. The pt is scheduled to undergo surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.